Event description:
It was reported that the lead was ¿pulled out¿ of the patient¿s back and this was determined about a month ago. The patient met with the rep two days prior to the report who tried to do an adjustment but the patient only felt more pain so the left lead was turned off. The manufacturer¿s representative (rep) requested MRI compatibility guidelines due to the patient¿s worsening back pain, and asked if the lead had withdrawn from the epidural would possibly affect the MRI guidelines. The patient went for an x-ray about a month prior to the report, and had a CT and MRI on (B)(6) 2014 and the images showed the left lead was pulled out. The patient reported that two out of the eight leads were where they should be but six were in the muscle tissue while additional information following a CT scan showed that four of eight electrodes had pulled out of the epidural space. The x-ray showed the right lead was up against the spine and the left lead was angling back like a ¿u.¿ the patient was unaware when the leads were pulled out but the patient had been having lots of back problems for the past few months, which he thought may have been attributed to the lead being pulled out. The patient reported that the right lead felt like tapping and was not as smooth as when both the left and right leads were working, and stimulation was now in the wrong location. The patient was also experiencing a lack of therapeutic effect. It was noted that the patient had been doing heavy lifting two months ago. The patient reported that the implantable neurostimulator (ins) had helped a bit but he was still on medication which needed to be increased a few months ago due to the pain. The patient was reprogrammed and had stimulation in the areas of his pain, however he had not been seen since. The patient was instructed to use the stimulator as is if his pain was adequately controlled. If his pain did not respond then he would need to meet with his surgeon to discuss replacing the lead that had withdrawn. The cause of the event was undetermined and it was unknown at the time of the report whether the patient¿s symptoms were still controlled with the stimulator. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial# (B)(4), product type recharger. (B)(4).